Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2025. The basked could not be opened when the user attempted to open it and no stones were able to be taken out before this incident. However, the procedure was successfully completed with another basket.

Manufacturer narrative:
E1: phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the basket wire of an ncircle tipless stone extractor was broken during an unspecified bile duct procedure. The customer provided a picture that appeared to show one basket wire broken at the basket tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested regarding the event but is currently unavailable.

Manufacturer narrative:
Correction: d4 (primary UDI number). Investigation ¿ evaluation. It was reported, the basket wire of an ncircle tipless stone extractor broke during an unspecified bile duct procedure. No stones were able to be removed before the basket wire broke. The user noted the basket could not be opened. However, the procedure was successfully completed with another basket. The customer provided a picture that appeared to show one basket wire broken at the basket tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned to cook for evaluation. Upon visual inspection, the stone extractor was returned with the handle in the closed position. The collett and male leur lock adapter were tight. One basket wire was observed to be broken and the basket formation was blackened indicating exposure to heat. A functional test showed the handle was able to actuate basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded discrepancies relevant to the failure mode. A review of complaint history records found no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: intended use the ncircie, compass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions ¿ this device is conductive. Avoid contact with any electrified instrument. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.